Event description:
The customer reported that there was an iris pot failure error on control panel.

Manufacturer narrative:
(B) (4). The ge svc rep could not duplicate the reported malfunction. Ohmed wires from collimator to backplane p6, wiring checked good. He inspected the collimator, no defects were found. He booted the system 6 times error free. The rep advised the customer to continue using system and to report any recurrence of reported malfunction. If problem persists, collimator or iris pot may be replaced. (B) (4)